Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report indicates: reported by the customer: fuzzy image. P/n: 0700410105i and 0700020122. S/n: (B)(6). Summary of evaluation: it was not able to replicate the fault. Camera head and the coupler have been inspected and tested by two technicians - no faults found. Camera head has been tested with other coupler - no faults found. Image from the camera head has been compared to workshop's one. No difference in images found. Tests: qip. Function test: passed all tests. Probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, software, camera head, coupler, extension cable, intermittence while using rf devices, problem toggling light source or from camera head, connected monitors, leaking, use error, poor grounding, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, or manufacturing/ service nonconformity. The reported failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was blurry image.